Event description:
As reported through the (B)(6) clinical study, the patient expired fourteen (14) months post transcatheter aortic valve replacement (tavr) procedure. The reported cause of death was cerebrovascular accident. Per the information available, the patient suddenly collapsed at the nursing facility and was taken to the hospital where he was pronounced dead; an autopsy was not performed. There is no medical evidence that suggests this event was related to the sapien transcatheter heart valve.

Manufacturer narrative:
This patient underwent successful transfemoral implantation of an edwards sapien transcatheter heart valve as part of the (B)(6) clinical study. The valve was implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. The serial and/or lot number for the device was not available. Thus a device history record (DHR) review of the effected sapien valve could not be performed. Per the IFU, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are multiple factors that could cause or contribute to a stroke. Major risk factors for tia and stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this case, although the exact cause for the reported event cannot be confirmed, there are multiple factors that could cause or contribute to the event, including the patient's multiple co-morbidities (e.g. Cad, htn, arrhythmia, hypercholesterolemia, prior nicotine use, and increased age). There is no medical evidence that suggests this event was related to the sapien transcatheter heart valve. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.